Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Lead fracture was also suspected. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.